Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump "was not working". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Follow-up #1: date of submission 28-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 8-feb-2018 with the following findings: during the investigation, the pump was found to power on properly with no alarms. The pump was exercised for 24 hours with no alarms occurring. A review of the pump¿s history showed the pump was in use for two months after reported issue. During the investigation, no defects to the pump were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.